Manufacturer narrative:
(B)(4). The starclose se device was deployed in a mildly calcified artery. The instructions for use (IFU) states: do not deploy the clip in areas of calcified plaque. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. It was reported that the starclose se device was deployed in a mildly calcified artery. The IFU states: do not deploy the clip in areas of calcified plaque. The IFU also states: the safety and effectiveness of starclose se devices have not been established in patients with femoral artery calcium, which is fluoroscopically visible at access site. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure was attempted of the mildly calcified right common femoral artery using a starclose se device with a 6f sheath after a peripheral interventional procedure. Reportedly, after clip deployment hemostasis was not achieved, resulting in a hematoma. Manual arterial compression was applied for approximately 1 to 2 hours to achieve hemostasis and to express the hematoma. The patient was then transferred to a local hospital for observation as the procedure was performed at an out-patient center. No information was able to be obtained regarding the patient's hospital stay. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.